Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a follow up appointment, high out of range pacing impedance (>2500 ohms) and shock impedance (>200 ohms) were noted from this right ventricular (rv) lead. A high capture threshold measurement was also observed. The physician elected to hospitalize the patient and subsequently surgically cap the rv lead. A new replacement rv lead was implanted to resolve the event. The patient was stable with no additional adverse consequences